Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating, resulting in the pump shutting down. The customer was admitted to the hospital¿s intensive care unit (ICU) with a blood glucose (bg) level of over 500 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer reverted to an alternate form of insulin therapy. No additional patient or event information was available.